Event description:
A 6 french rusch silicone foley was inserted intraoperatively and secured with a tegaderm to the patient's leg. Following surgery, when the patient was being held by her mother, the foley catheter was noted on the floor. The patient's diaper was also notably wet. Investigation revealed foley broken at "y" junction. All of foley parts accounted for, none remain in patient. No bleeding or tearing of area noted.